Event description:
It was reported that the arterial sheath was difficult to insert, and the tip was found to be damaged. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The physician encountered resistance while attempting to engage the artery with the arterial sheath. The arterial sheath was removed and inspected, and it was noticed that the tip had a slight bevel. There was no report of vessel injury and a new nps device was used to complete the procedure.